Event description:
The customer reported the nozzle of the evis lucera elite colonovideoscope was clogging. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was a foreign object inside the nozzle. The report is being submitted due to foreign object inside the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found water tightness was not maintained due to perforation of the forceps channel, the bending angle was insufficient and the play of the angle knob were out of normal state due to elongation of the angle wire, the curved rubber bond was cracked, the illumination lens was cracked due to bumping the tip, liquid leaked from the scope connector, the objective lens was discolored, the suction cylinder was scraped, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the nozzle clogged during cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. See for the information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, the nozzle was not deformed, and there was no reported deviation in reprocessing. Therefore, a definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.